Event description:
The signal reagent sensor on the vitros eci immunodiagnostic system was out of position. One beta-hcg result and 2 ckmb results were reported as negative. On repeat analysis these results were positive.

Manufacturer narrative:
The position of a signal reagent (sr) "pack present" sensor flag may be biased downward leading to a false signal reagent "pack present" signal to the analyzer computer, and subsequent erroneous results. For new analyzers, mfg parts have been changed to prevent the recurrence of the stated malfunction. For existing analyzers, a modified mounting screw will replace the current screw.